Event description:
Surgeon scheduled a revision (c4-c6) due to a non-union. Upon removing the swift plate and six 14mm eagle self-drilling screws. He discovered some unexplained fibrous tissue in the removed screw holes where the screw had touched the bone in c5 and c4. As described, the c5 vertabral body had "turned to mush". Samples are being sent to a pathologist for evaluation. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
It is not clear at this time if the device will be returned to depuy spine for evaluation. The cause of this pt reaction cannot be determined at this time. There is no connection that can be made between the pt reaction to the implant and any shortcoming of the device.